Event description:
Customer reported being hospitalized with high blood glucose levels. Prior to hospitalization customer was vomitting. Troubleshooting performed and pump appeared to be functioning as designed.